Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit needs technical reconditioning.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cs300 intra-aortic balloon pump (iabp) unit needs technical reconditioning. Replacement of preventive maintenance parts. There was no patient involved.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). Additional fields: e1(event site state: (B)(6), event site postal code: (B)(6)). It was reported that during preventive maintenance on the cs300 intra-aortic balloon pump (iabp). Getinge field service engineer (fse) confirmed technical reconditioning. Fse replaced the battery (0146-00-0039), 5000 preventive maintenance kit (0040-00-0147) and safety disk (0997-00-0985-05). Equipment ready for clinical use. There was no patient involvement.